Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the trs100sb2 devices were reported on (B)(6) 2021 as "two broken retrieval bags". And alternate device was used to complete the procedure. There was no report of injury, medical intervention, or hospitalization for the patient or the user. Further assessment information was requested to determine how and when the devices were broken or discovered broken; however, there has been no further response from the facility to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A DHR review cannot be conducted as a valid lot number was not provided. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 9 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised that care should be taken when using sharp and electrosurgical devices. This issue will continue to be monitored through the complaint system to assure patient safety.